Event description:
It was reported that when performing an evoked response sensing test to program autocapture, the pulse generator lost telemetry with the merlin programmer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found telemetry anomalies when the pulse generator was close to elective replacement indicator (eri). After downloading the product code, normal function ensued.